Event description:
A facility reported that the mayfield composite series skull clamp (a3059) was used for a c3-7 posterior cervical fusion with instrumentation and the patient's head fell out of the skull clamp. The pins damaged the skin, and superficial staples had to be applied to the original pin sites. However, a CT scan of the neck was obtained which was normal. There was a 30-minute surgical delay to treat the pin sites. The patient is reported to be stable with no lasting complications.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation a, follow up report will be submitted.